Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in room 215. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4) .

Manufacturer narrative:
The hill-rom technician found the caster supports at the head of bed are cracked and casters brake mechanism is damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters and casters supports to resolve the issue. Based on this information, no further action is required.